Event description:
It was reported the end user observed a red rash extending beyond and below the mass of the pouch after using the product approximately two months. There are small red bumps along the outer edge and the rash is moist and itchy.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user's home health nurse switched her pouching product to a solid stomahesive wafer and pouch and has used the stomahesive powder to help dry the skin. Discussed possible candidiasis. She will call her doctor about an anti-fungal powder. Also, discussed how to patch test for sensitivity to other products being used. End user reports accessories in use include tincture of benzoin, skin prep by (B)(4), eakin seal and stomahesive powder. No add'l pt/event details has been provided to date. No sample is expected to be returned. Should add'l info become available, a f/u report will be submitted. (B)(4).